Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer received several pump error alarms on friday, (B)(6) 2017. The customer's blood glucose was 9.8 mmol/l. During troubleshooting, the reservoir and the tubing were disconnected and a manual bolus was delivered in the air. This did appear in the alarm history. The customer was assisted with running a self-test and another pump error alarmed. They were advised to discontinue use of the insulin pump and to revert to a back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected hardware low level failures error or the motor arm cannot communicate with the main arm alarms during testing however, hardware low level failures error and the motor arm cannot communicate with the main arm alarm are found in the formatted history file due to broken traces at of the keypad assembly.